Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, remote manager was failed to close, and latch was double clicking. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and caused delay in issuing medications to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to open with just a double click. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.